Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03697. It was reported the patient was unable to enter MRI mode. Diagnostics indicated one of the leads had contacts with high impedance. Surgical intervention took place wherein one of the leads was explanted to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.